Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical devices: 010000924-g7 hi-wall e1 liner 32mm b-6771723. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02897. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported during an initial hip arthroplasty the surgeon could not get the first g7 highwall liner to seat. Surgeon had to ensure the interior of the shell is dry and free of debris, overhanging soft tissue was removed. Surgeon manually placed the liner into the shell, ensuring the scallops were correctly aligned with the recessed areas on the shell. Applying manual pressure to the dome region to provisionally secure the liner in place by lightly engaging the scallops. Utilizing the appropriately sized g7 ball impactor, placed the tip of the impactor on the dome of the liner with the handle perpendicular to the face of the shell. After several attempts, surgeon opened the second liner. Multiple attempts with same technique, surgeon was finally able to get second liner to seat. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.